Event description:
Healthcare professional reported "deflation" against right device. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. DHR trend summary 176534: no information. Device not returned. 260983: a010102 device appears to trigger rejection, e2303 capsular contracture. Device returned to device analysis lab. 260991: a010102 device appears to trigger rejection, e2303 capsular contracture, a1401 deflation problem. Device returned to device analysis lab. 389941: a1401 deflation problem. Device returned to device analysis lab. Review of all complaints of fluid leak (a050401) for the period of jun 2020 through may 2022 related to date opened indicates that one point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "deflation" against right device. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination in the diaphragm valve and crease flat. Leak test was performed and found openings on anterior. A microscopic analysis was performed which identify delamination and opening striated in the anterior side. Based on the device analysis the final assessment is: - delamination of the diaphragm valve assessed as adhesive failure. -a striated opening in the anterior side assessed as surgical damage.